Event description:
Reporter alleged obtaining a result of 394 mg/dl on the advantage system compared back to back within 10 minutes of a result of 189 mg/dl obtained on a professional system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter discarded the product and so no product will be returned for evaluation.